Event description:
Event description guidant received information that this transvenous defibrillation lead had dislodged three days post implant. During the lead revision procedure, another guidant defibrillation was attempted. However, the physician experienced difficulty with the safe sheath and could not fixate the lead. A new guidant defibrillation lead was successfully implanted. There were no patient symptoms reported with this clinical observation.